Event description:
Two stents placed in lad-mid and proximal. One stent placed in circ. The next day, add'l stent placed in lad-mid. Four days later stent in mid lad thrombosed, junction between mid lad stent placed and mid lad stent placed. Angioplasty was performed and pt anticoagulated. Thrombus in stent.